Event description:
It was reported that the patient was seen for a wound check. There was no capture on the atrial lead at maximum output. An x-ray revealed that the lead had dislodged. The patient did comment that "something felt strange for about a day after the change out". The device was temporarily programmed to vvi 40. The patient was subsequently seen in the emergency room the following weekend for symptoms associated with the vvi pacing. The lead is still in use and will be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.